Event description:
Infiltration of IV fluids in left arm. Fluid started at rate to infuse fluid at 200cc over 30 min as ordered. IV site observed while 15-20cc of fluid infused. No swelling noted at site. IV then taped into place and left forearm placed on an armboard & wrapped with kling when nurse went to room to dismiss pt, the IV had infiltrated left arm, edematous hand & fingers edematous with fingers & palm discolored & blue. At no time did pump beep that IV was occluded. It did beep when infusion completed. Hosp biomed bmet, performed quality performance test as per service manual, infusion pump passed all test. Error long empty, diagnostics test passed. Output pressure test: ch a 10.9psi, ch b 10.8psi, notified.